Event description:
A patient was tested for pregnancy with clearview hcg lot 4487. A positive result was obtained. The test line was described as 'grey' and thin, and the result was reproducible between devices. The patient's serum hcg concentration was reported to be 3miu/ml.